Event description:
It was reported that the zimmer dermatome stops working. Despite multiple follow up attempts with the customer, no add¿l info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 2 years old and has no repair history at zimmer surgical. The inspection found that the device was outside of calibration at the zero thickness settings on the left side. The device was also out of the side to side calibration specifications at the zero, 01, .02 and .03 thickness settings. The device¿s motor did not operate within specifications, as it operated slowly during initial inspection and displayed excessive current draw during post-repair analysis. It was noted that the motor also had corrosion on the outside of the casing. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.